Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Manufacturing location: monument, manufacturing date: 16-jul-2015, expiration date: 31-jul-2025, part #: 04.037.914s, lot#: 9851042 (sterile) - 9mm/125 deg ti cann tfna 235mm/right - sterile. Quantity (B)(4)6. Component parts reviewed: 04.037.914.2 - lock prong 125 degree, tfna bp-55 lot - 9294357. 04.037.912.4 - wave spring, shim ended bp-55 lot - 7722136. 04.037.912.3 - tfna lock drive bp-58 lot - 9820747. 21127 - raw material lot bp-80 lot - 7715264. Raw material for titanium was received from perryman company. Certified test report for titanium received from perryman meet specification. Certificate of test for titanium ingot received from alcoa meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final and tfna assembly met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ customer quality conducted an investigation of the returned device. This complaint is confirmed. The jagged oblique fracture occurred at the proximal hole (where the proximal head element intersects). The majority of the nail shows wear and damage consistent with implantation and explantation. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the returned device is already broken. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. Tabulated product drawings were reviewed during this investigation. A meaningful dimensional inspection relevant to this complaint could not be performed at cq due to the post manufacturing damage (jagged oblique fracture angle). Risk documentation the trochanteric fixation nail - advanced (tfna) design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition: during the investigation no design issues or manufacturing discrepancies were identified and the complaint is adequately addressed by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 04.038.086 lot # : 9912173, 04.038.000 lot # :l150336, unk screw lot # :unknown.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient's age reported as late 60s. Patient age, dob & weight not provided for reporting. This report is for unknown 1x tfna short nail/unknown lot number. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. Explant date is unknown. Number 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tfna short nail with the locking screw was used in the orif surgery in (B)(6) prefecture. After the surgery, the patient started rehabilitation in (B)(6). Shortly after the patient was transferred into (B)(6) hospital, it was found that the nail in question was broken. The reoperation was then performed, the short nail was replaced with a long nail. The surgeon pointed out that the short nail to the subtrochanter was broken due to the side locking of the nail overlapped with the fracture line. No delay in surgery was reported. This complaint involves one part. Concomitant parts reported: 1x unk locking screw, part unk, lot unk. This report is 1 of 1 for (B)(4).